Event description:
It was reported that during a laparoscopic low anterior resection procedure, the jaw became not to open at the fifth firing. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information: \when the jaw became not to open, the device clamped the tissue, so the firing trigger was returned to the home position by hand and the device was removed from the patient without problem. The tissue was not damaged.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws unable to open_unable to open after assisted the analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. One pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the antibackup feature being non-functional, two unformed clip was fed. The remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The found antibackup and orange indicator failure are not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.